Event description:
Patient reported "drooping, can feel bag inside, pain and is lopsided". Healthcare professional later reported deflation and capsular contracture, baker grade IV. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as surgical damage. Pain: unable to observe. Visibility/palpability: unable to observe. Capsular contracture: unable to observe. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "drooping, can feel bag inside, pain and is lopsided". Healthcare professional later reported deflation and capsular contracture, baker grade IV. The device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV.